Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately two years ago on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure and doing well post operatively. The explanted device will not be returned as it was not released by the hospital.